Event description:
The site reported the following: a female pt was transported emergently to the operating room with a ruptured abdominal aortic aneurysm. She was undergoing CPR and the physician prepared to emergently perform an aortic endograft placement. A mark 7 arterion injection system was connected to the pt to perform an injection to visualize the position of the renal arteries. However, the injector was unable to be armed. The message "rotate head up and purge" and "rotate head down and arm" appeared on the display screen. The physician decided to discontinue the procedure. The pt passed away in the operating room. The doctors stated that the injector did not contribute to the pt outcome.

Manufacturer narrative:
Bayer svc visited the site and determined that the injector was operating to specifications. Svc then performed a software update to the current version, recalibrated the head position sensor, cleaned the injector and performed post svc intervention as a precautionary measure. The site reports that they are continuing to use the system without any problems. A bayer clinical support specialist is scheduled to provide re-training to the staff on (B)(6).